Manufacturer narrative:
The insulin pump passed displacement test, selftest, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery lasts less than it should. No harm requiring medical intervention was reported. The device will be returned for analysis.